Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect faulty turbine and was able to reproduce the reported failure and isolate it to a corrupt turbine interface printed circuit board. This failure is part of and internal investigation.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that during a demonstration the unit started alarming "operational failure." There was no patient involvement at the time of the event.